Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had multiple issue. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had random no delivery alarms, going through batteries way quicker, the patient has had to push button more than once more and there was oily effect on screen. The troubleshooting was not performed. The product will not be returned for analysis.